Event description:
It was reported that bd as lvp ss bag 20d low sorb tex leaked. The following information was provided by the initial reporter: product leaking. Response received on 18-sep-2023: 1. Please describe how was the issue was first discovered? Leak happened about 1 hr after the tacro bag was changed. 2. Are you able to identify the location of leaking? 3. Was there any damage on the product that may have caused the leakage? No. 4. What type of procedure was being performed? 5. What solution/medication was used during the incident? Tacrolimus. 6. Was there any patient involvement? If yes, what was the patient outcome? No harm to patient. 7. Please confirm if there was any adverse event or serious injury? None. 8. Please confirm the quantity of defective product inspected. One.

Manufacturer narrative:
After further review, this report was found to be a duplicate of MFR# 9616066-2023-01922. Therefore, this MDR will be cancelled.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd as lvp ss bag 20d low sorb tex leaked. The following information was provided by the initial reporter: product leaking response received on 18-sep-2023: 1. Please describe how was the issue was first discovered? Leak happened about 1 hr after the tacro bag was changed. 2. Are you able to identify the location of leaking? 3. Was there any damage on the product that may have caused the leakage? No 4. What type of procedure was being performed? 5. What solution/medication was used during the incident? Tacrolimus 6. Was there any patient involvement? If yes, what was the patient outcome? No harm to patient. 7. Please confirm if there was any adverse event or serious injury? None 8. Please confirm the quantity of defective product inspected. One.